Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient returned to surgery (B)(6) 2018 for the placement of the dbs extension and battery. The doctor said the patient was doing better and almost returned to their baseline assessment. They were scheduled to have their dbs battery turned on today and was to be discharged from the hospital following the programming. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had facial drooping in post anesthesia care unit. A CT scan was performed post lead placement surgery and had found that the patient had hemorrhage in their right brain. There were no further complications reported.